Manufacturer narrative:
This report is submitted on december 6, 2021.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2021, due to movement of implant body. The implanted device remains.